Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass, the device had an unknown malfunction that resulted to a blood loss of more than 500cc, hemoglobin 13 to 7 g/dl. Medical treatment was needed to resolve the issue. The event resulted to anextended hospitalization.